Event description:
The customer complained of discrepant inr results from a coaguchek xs meter with an unspecified serial number compared to an unspecified laboratory method. It is not clear if the comparison results are from 1 patient or 2 different patients. It is also not clear if the results provided are from one event or 2 events. The date of event is not known. The result from the meter was 4.1 inr. The result from the laboratory was 2.9 inr. The result from the meter was 4.0 inr. The result from the laboratory was 2.1 inr. It was noted that the patient skipped one coumadin dose. It is not known if this was done based on the meter result or the laboratory result. No therapeutic range was provided. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The customer was not required to return any materials for investigation.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.